Event description:
Pt experienced a non-union; approximately seven months post operatively, the trochanteric fixation nail and screw were removed and replaced. This is the second of two reports for this event.

Manufacturer narrative:
Info was not provided during initial report. Additional info has been requested. Investigation has been initiated, no conclusion could be drawn as no device was returned.